Manufacturer narrative:
The product was returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Investigation including root cause analysis is in progress. When add'l reportable info becomes available. Add'l info was requested on 01/29/2008 by fax and by mail.

Event description:
Consumer reported his intraocular lens (iol) was explanted and replaced with another iol due to a lens power issue. Add'l info has been requested. There are two medwatch reports being filed for this consumer.